Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl. The ketone level was large and considered as being dangerous by a healthcare provider. The customer was treated in the emergency room (ER) with intravenous fluids, insulin and anti-nausea medication. After 5-6 hours, the customer left the ER in stable condition with a bg in the 300 mg/dl range. The customer thought that the pump had not been delivering insulin. As the event had occurred in the past, a cause of the event could not be confirmed. A pump system check was performed using the current supplies and no device issue was identified. The customer acknowledged the system check and the current bg was 120 mg/dl.